Event description:
The customer stated she obtained a questionable digoxin result on one patient sample. The initial result was 2.6 ng/ml, which is over the therapeutic level for her laboratory. She repeated the test with a result of 1.05 ng/ml, which was released automatically by their lis. She then placed some of the sample in a microcup and repeated it twice more for results of 1.02 and 1.05 ng/ml. No erroneous results were reported outside the laboratory. The patient was not adversely affected by the event. The lot number of the digoxin reagent was 69410301 with an expiration date of 01/31/2015. The field service representative could not determine a cause. He checked the rinse mechanism, nozzles, tubings, and volumes of detergent and water used for cleaning the reaction cells. He checked the probes and alignments, checked the internal and external rinsing of probes, and checked the gear pump and vacuum pressures. He ran a precision study with passing results.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information was requested from the customer but not provided. Based on instrument checks and precision testing, the instrument can be excluded as a cause. Based on calibration, controls, and precision testing, a reagent issue was also excluded as a cause. The most probable root cause was sporadic contamination of the sample probe due to residual material sticking to the sample probe. This cause could not be confirmed as reaction monitors were not available.